Manufacturer narrative:
The field service engineer inspected the module and did not find any issues. The analyzer was performing within specifications. The investigation reviewed the alarm trace and found multiple sample pipetting alarms and a sipper alarm about 30 minutes prior to the time the discrepant result was obtained. The investigation was not able to determine a specific cause for the event. The investigation determined that the event was consistent with a preanalytical issue (sample-related) at the customer site. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys hcg+beta (hcg+b result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. The result did not match the patient's clinical picture prompting the rerun of the patient sample on their other module. The initial result of the undiluted patient sample from the module was 8.14 miu/ml. The first repeat result of the undiluted patient sample from the other module was >10000 miu/ml with a data flag. The second repeat result from the other module with the patient sample at 1:100 dilution was 225206 miu/ml. The initial result was amended.

Manufacturer narrative:
The reagent lot number is 664363. The expiration date was requested but not provided. The investigation is ongoing.